Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the dark blue female connector was separated from the light blue main body of the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Additionally, integrity testing (connection) was performed on the patient connector (catheter adapter) with no issues noted. The reported connection issue was not verified, however, the sample evaluation identified a separation between the female connector and the main body of the twist clamp. The cause of the separation between the female connector and main body was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a connection issue¿ between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred during treatment for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.